Manufacturer narrative:
Device used for treatment not diagnosis. This report is for unknown 3.5-mm low contact dyanamic compression plate, unknown quantity, unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, r.rajgopal, et al. (2015). "Outcomes and complication of ulnar shortening osteotomy: an institutional review. Hand (10: 535-540). Canadian article. A retrospective chart review of 72 patients (75 wrists) was performed. The purpose of the case study presented in the article was to present patient reported outcomes and complication rates of ulnar shortening osteotomy (uso) procedures at mid-term post-operative follow-up. The following complications for the unknown patients are listed as follows: delayed union, non-union, complex regional pain syndrome, revision surgery, hardware removal, and patient refracture. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5-mm low contact dyanamic compression plate. A copy of the literature article is being submitted with this medwatch. This report is for 1 device.